Manufacturer narrative:
Follow-up #1: date of submission 01/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: black box and cgm module shows evidence of ¿cs215¿ cgm warnings. During investigation of the returned pump, ¿cs69¿ alarm was reproduced during the rewind step. Test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg values entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred; the cgm feature performs within specifications. The pump passed an rf test, the pump¿s cover was removed, intermittent condition was found to the cgm module due a cold solder connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.